Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis which was manifested by severe abdominal pain and cloudy effluent. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneal, dose, duration and frequency not reported) for the event. It was reported the patient experienced "various antibiotics regimes" (no further details) for the peritonitis. On the same day as the onset the pd catheter was removed, pd therapy was discontinued and patient was switched to hemodialysis. At the time of this report, patient was recovering from the event, reported as "feeling much better" after pd catheter removal; however, the abdominal pain is ongoing. The patient was discharged "approximately 10 days" after hospital admission and antibiotic therapy was ongoing via intravenous route (no further details). No additional information was available.